Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient became very combative resulting in right ventricular (rv) lead dislodgement. The dislodgement was confirmed via x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.